Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the lamp not lighting was due to a faulty power supply. However, the specific cause of the faulty power supply could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of not switching on was not confirmed. In addition, when power was applied to the unit, it would not power up due to a fault on the power supply unit. The front panel had damage on the bottom right corner. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the visera elite ii video system center did not switch on and the green light around the power button did not light up. The event occurred during preparation for use. There was no report of procedural involvement or patient harm.